Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned

Event description:
It was reported that the infusion set tubing disconnected from the luer lock. The customer reported a blood glucose (bg) level of 60 mg/dl. Reportedly, the customer increased bg level to 85 mg/dl by eating food and drinking juice. The customer changed the infusion set tubing and site and ensured that the luer lock was tight after resuming insulin delivery.